Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that in the ER, patient heart rate dropped. Suspect loss of capture on rv lead. Patient passed out and fell, no indication of duration of syncope. Variance in rv pace threshold has also been observed.